Event description:
Information received by medtronic indicated that the insulin pump alarmed replace battery alarm. Customer did not received low battery alert prior replace customer stated the battery cap was not loose, cracked or damaged. Customer stated that this was the second occurrence of replace battery alarm without low battery alert. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Software version 5.2 a. Retainer ring = black. Customer returned insulin pump for an alleged unexpected battery power loss, replace battery alert, replace battery alarm, and off no power alarms found on 20-apr-2022. The insulin pump passed the displacement test, active current test, and sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected battery power loss, replace battery alert, replace battery alarm, and off no power alarms were noted during testing. Successfully downloaded history files and traces using thump. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) due to a loose connection on j6 at electrical board 1. An unexpected change battery fault was found on event date of 20-apr-2022 at 8:00 pm, an unexpected off no power (11) or replace battery now alarm was found on event date of 20-apr-2022 at 8:31 pm. Insulin pump was cut open to perform visual inspection and found upon opening a loose connection on j6 at electrical board 1. There was no moisture damage on the electronic assembly, motor, or force sensor. However, there is moisture damage isolated to the battery tube. After disconnecting and reconnecting the external double a battery connector on j6 at electrical board 1, the insulin pump was monitored and functioned properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, and label damage. In summary, unexpected battery power loss, replace battery alert, replace battery alarm, and off no power alarms were confirmed due to a loose connection with j6 on electrical board 1. Moisture damage is confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.